Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt experienced pain from her miniarc device. The physician "found the sling somewhat superficial on one side". The physician placed the pt on estrace cream. Pt outcome: "pt now doing very well. Sling functioning well".